Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise which was being marked as untreated episodes in the device memory. A low out of range pacing impedance measurement of less than 200 ohms was also recorded on the rv channel. A lead integrity issue was suspected by the field. The rv lead remains in service and no adverse patient effects were reported.